Event description:
The customer reported that while pipetting an hbsag plate, it was observed that no sample was added to well a8, b8, c8, and d8. No error was generated. No death or serious injury was associated with this incident.